Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter was in the settings mode when the patient attempted to test his blood glucose. The medical surveillance specialist (mss) classified the complaint based on additional information obtained during a follow-up call with the reporter. The patient¿s spouse reported that the meter issue began on the evening of (B)(6) 2014 when the patient attempted to test before his bedtime. The reporter informed the mss that the patient tests his blood glucose 5-7x/day and takes lantus and humalog insulin to manage his diabetes. When he was unable to test his blood glucose on the evening of (B)(6) 2014, the reporter confirmed the patient administered humalog insulin (per his routine); however, took a reduced dose than usual due to not knowing what his blood glucose level was. During the middle of the night, a few hours after reported issue started, the patient¿s spouse claimed the patient awoke with symptoms of feelings ¿hot, sweaty, dizzy and disoriented¿; symptoms associated with a low blood glucose excursion. The reporter confirmed the patient¿s blood glucose was not tested at the onset of symptoms, but confirmed she gave the patient orange juice to drink and the patient¿s symptoms eventually abated. At the time of troubleshooting, the customer care advocate (cca) noted that the reported issue was resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the reported issue meter began. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.